Event description:
The customer stated that the insulin squirted out during the manual prime, followed by an alarm. The reported blood glucose reading was 160 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty liquid crystal display board. Unable to verify any alarms due to the blank display.